Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-03866, and #3005099803-2011-03867 for a description of the other devices. It was reported to boston scientific corporation that three excelon transbronchial aspiration needle (tban) devices were used during a transbronchial needle aspiration procedure. According to the complainant, the needles of the three tban devices bent when trying to penetrate the lesion. Additionally, the devices were leaking at the syringe connection port. Minimal samples were taken due to the issue, however, the procedure was able to be completed with the third tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.